Event description:
The customer reported to olympus that the videoscope cable exera ii had an image issue. The device was returned to olympus for a device evaluation and found no image with only lines visible due to a defective scope cable and interface board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the serial number plate screws were found to be corroded and stuck with scope case unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty cn board and faulty scope cable. Olympus will continue to monitor field performance for this device.